Manufacturer narrative:
The pacemaker was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. This pacemaker remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.